Event description:
It was reported the pt underwent mitral valve replacement. Postoperatively, an echo revealed an elevated gradient. The patient was put on anticoagulants and another echo will be performed. The device remains implanted. Additional info has been requested.